Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. .

Manufacturer narrative:
Follow-up #1: date of submission 05/17/2017. Device evaluation: the device has been returned and evaluated by product analysis on 05/03/2017 with the following findings: the battery compartment was found to be cracked. The pump was unable to power on. Moisture corrosion was found on the internal components of the pump.